Event description:
It was reported to philips that the system required multiple boot attempts on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part, and software reload is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).